Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and corrections. Correction to g3 of the initial medwatch. The aware date should be 27-october-2022. Component code and type of investigation: the information included in these fields was inadvertently left out of the initial medwatch report. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the damaged component was due to excessive force. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
A rigid telescope was returned to olympus with a damaged component. There is no indication that the damage occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has already been returned to an olympus regional repair center in japan. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.